Manufacturer narrative:
Product analysis the device was received with both the external slider and tip capture in the home position. Deformation was observed to the distal end and distal edge of the graft cover. A gap was evident between the graft cover and tapered tip, measuring approximately 2 mm. No other deformation was evident to the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure for treatment of a thoracic aortic aneurysm measuring 7.6 cm, the stent graft vamf46 46c200tu valcap frefl was unable to be passed far enough up to reach the minimal overlap marker after  successful deployment of the 42-38-150 proximal device. It advanced a long way but once it was near the curve the device advanced into the apex but was not able to be advanced far enough to reach the minimum overlap marker on the proximal piece. Multiple attempts were made to advance the vamf4646c200tu, but a gap in the device was observed, which was believed to cause the inability to cross. The device was subsequently removed. The patient was treated with other devices that were shorter in length, which were able to track more easily. The patient was treated for the aneurysm and there was no incident. No patient complications have been reported as a result of this event. The cause of the event was not determined. It was noted that the normal gap of a few millimeters between the nose cone was observed before insertion but there was no visible damage to the device. The physician felt that the small gap of the device was away from the nose cone caused it not to track. The anatomy was tortuous and the angle of the arch may have contributed to the device not tracking. Multiple different things to try and get the device to go around the curve were attempted and it was thought that was the length of the device being a 200mm piece may have made it harder to track causing it not to make the bend in the anatomy. Once the new device with shorter length tracked well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.